Event description:
It was reported that the insulin pump battery socket was malfunctioning. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent blank display due to broken off battery tube spring. Insulin pump received with broken battery cap, cracked battery tube threads, minor scratched liquid crystal display window, and scratched reservoir tube window.